Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement (sleeve steering issues), associated with the gross movement being made, was due to procedural handling (i.e., device position adjustment performed by the user). The reported device damaged by another device (caused damage), associated with an implanted clip being dislodged from the anterior leaflet, was due to the reported gross movement. The reported improper or incorrect procedure or method was associated with the secondary operator not receiving abbott required device training. The reported death was related to the embolization of previously implanted clip, induced by the complaint device. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event was further reviewed by an abbott medical affairs team. The reviewer stated the following: the patient had initial successful xtw @ a2/p2 for fmr; a second clip (xt) was passed below the valve to treated residual medial mr. Grasp was successful, however, there was mr between clips and the xt was released and passed laterally. From the rfi, it seems that the entire system was advanced laterally, however, the lateral movement was more pronounced than intended and the xtw (first clip) was released from the amvl (slda). The xt was noted to be in the lateral commissure. The patient's mr worsened and an iabp was inserted due to hemodynamic instability. Attempts to stabilize the xtw led to embolization of that clip to the aorta necessitating snaring and retrieval to the femoral vein (not removed entirely). It was decided to proceed to urgent open-heart surgery. The patient died during the procedure. The cause of death was due to the intra-procedural clip embolization which caused a cascade of events requiring urgent open-heart surgery which the patient did not survive. No obvious clip malfunction was noted. No imaging provided.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was successfully implanted. To further reduce mr, an xt clip was prepared. The primary operator was called out to treat another patient and the secondary operator had to step in to complete the procedure. While positioning the clip, "gross movements" were made and undone. After evaluation of the fluoroscopic and echocardiographic imaging, the clip was visualized sub valvular in the lateral commissure. This caused the first clip to detach from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that oxygen started to desaturate. A balloon pump was inserted to keep vitals stable. Further attempts were made to stabilize the slda but were unsuccessful. It was then observed, the first clip completely detached and embolized in the descending aorta. A snare was inserted and the clip was retracted and secured at the groin. The patient then underwent a surgical operation to replace the mitral valve. However, during the procedure, the patient expired. Later that evening, it was identified that the secondary operator had not received abbott required device training.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement (sleeve steering issues), associated with the gross movement being made, was due to procedural handling (i.e., device position adjustment performed by the user). The reported device damaged by another device (caused damage), associated with an implanted clip being dislodged from the anterior leaflet, was due to the reported gross movement. The reported improper or incorrect procedure or method was associated with the user not being an authorized clip operator. The reported death was related to the embolization of previously implanted clip, induced by the complaint device. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event was further reviewed by an abbott medical affairs team. The reviewer stated the following: the patient had initial successful xtw @ a2/p2 for fmr; a second clip (xt) was passed below the valve to treated residual medial mr. Grasp was successful, however, there was mr between clips and the xt was released and passed laterally. From the rfi, it seems that the entire system was advanced laterally, however, the lateral movement was more pronounced than intended and the xtw (first clip) was released from the amvl (slda). The xt was noted to be in the lateral commissure. The patient's mr worsened and an iabp was inserted due to hemodynamic instability. Attempts to stabilize the xtw led to embolization of that clip to the aorta necessitating snaring and retrieval to the femoral vein (not removed entirely). It was decided to proceed to urgent open-heart surgery. The patient died during the procedure. The cause of death was due to the intra-procedural clip embolization which caused a cascade of events requiring urgent open-heart surgery which the patient did not survive. No obvious clip malfunction was noted. No imaging provided.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was successfully implanted. To further reduce mr, an xt clip prep per IFU and was inserted. While positioning the clip, "gross movements" were made and undone. After evaluation of the fluoroscopic and echocardiographic imaging, the clip was visualized sub valvular in the lateral commissure. This caused the first clip to detach from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that oxygen started to desaturate. A balloon pump was inserted to keep vitals stable. Further attempts were made to stabilize the slda but were unsuccessful. It was then observed, the first clip completely detached and embolized in the descending aorta. A snared was inserted and the clip was retracted and secured at the groin. The patient then underwent a surgical operation to replace the mitral valve. However, during the procedure, the patient expired.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report. H6: device code 2017 - failure to follow steps / instructions.